Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the device was not returned for evaluation. No specific device failure mode was alleged. The result of the investigation is confirmed for the reported adverse effects of cardiac failure, amputation, sepsis and stroke post procedure. The definitive root cause for the reported adverse effects cardiac failure, amputation, sepsis and stroke post procedure could not be determined based upon the available information. Labeling review: instructions for use for the reekross pta balloon catheter was reviewed and the following sections are applicable: warnings: ¿ reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Potential adverse effects: possible adverse effects include, but are not limited to, the following: ¿ vessel perforation ¿ vessel spasm ¿ haemorrhage ¿ haematoma ¿ hypotension ¿ pain and tenderness ¿ arrhythmias ¿ sepsis/infection ¿ systemic embolization ¿ endocarditis ¿ short-term hemodynamic deterioration ¿ death ¿ vascular thrombosis ¿ drug reactions, allergic reaction to contrast media. ¿ arteriovenous fistula ¿ vessel dissection h10: rosemarie met, mark j. W. Koelemay, shandra bipat, dink a. Legemate, krijn p. Van lienden and jim a. Reekers (2009). Always contact a vascular interventional specialist before amputating a patient with critical limb ischemia. Cardiovascular and interventional radiology, 33(3): 469¿474. Doi: 10.1007/s00270-009-9687-3. H10: g3 h11: h6 (method) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported in an article in journal of ¿cardiovascular and interventional radiology¿ titled ¿always contact a vascular interventional specialist before amputating a patient with critical limb ischemia", that approximately sometime post procedure, ten required a major limb amputation re-intervention which include three procedures unsuccessful of twenty-six limb intervention. Of the ten major limb amputation, seven ended up with a below-knee amputation and three ended up having a above-knee amputation. Of the three patients with an unsuccessful procedure, two ended up with a below-knee amputation and one with a transmetatarsal amputation. It was further reported that, there was one major complication of acute right-sided cardiac failure which required a two-day admission to the cardiac care unit. The patients current status is unknown.

Event description:
It was reported in an article in journal of ¿cardiovascular and interventional radiology¿ titled ¿always contact a vascular interventional specialist before amputating a patient with critical limb ischemia", that approximately sometime post procedure, ten required a major limb amputation re-intervention which include three procedures unsuccessful of twenty-six limb intervention. Of the ten major limb amputation, seven ended up with a below-knee amputation and three ended up having a above-knee amputation. Of the three patients with an unsuccessful procedure, two ended up with a below-knee amputation and one with a transmetatarsal amputation. It was further reported that, there was one major complication of acute right-sided cardiac failure which required a two-day admission to the cardiac care unit. The patients current status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Rosemarie met, mark j. W. Koelemay, shandra bipat, dink a. Legemate, krijn p. Van lienden and jim a. Reekers (2009). Always contact a vascular interventional specialist before amputating a patient with critical limb ischemia. Cardiovascular and interventional radiology, 33(3): 469¿474. Doi: 10.1007/s00270-009-9687-3. Device not returned